Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that he then pulled out the battery and let the insulin pump sit. He stated that he had tried to suspend it, gave himself 20 units of insulin, and stopped it at 18 mg/dl. The blood glucose reading was 138 mg/dl. Nothing further was reported.